Manufacturer narrative:
The problem can traced to a component failure. We are unaware about operator injury. The event is under investigation.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was related to optical components failure. The device has been repaired and returned. We are unaware about patient injury.

Event description:
The laser system had a failure that did not allow to use it properly. No adverse effects to patient were reported.